Event description:
It was reported that during opcab procedure, the hsk 3038 was used for central anastomosis. The seal was released from the delivery device into the blood vessel, but it did not open, so the use of the device was abandoned. A new product was placed without any problems. A new heartstring was used and the device was successfully placed. There was no harm to the patient's health.

Manufacturer narrative:
Tw # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
(B)(4) updated section. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000368766 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a